Event description:
It was reported that in 2002, the pt had a sudden onset of facial weakness, tinnitus, a change in sound percept, and pain in their ear. Pt was prescribed a course of prednisone and several different antibiotics (exact prescription name not given) throughout the summer of 2000. By the fall, pt was experiencing side effects of prednisone and discontinued use of steroid. A CT scan taken at the end of august 2000 showed no definite evidence of infection or bony destruction of the temporal bone. Pt's symptoms seemed to resolve for a period of time. In early 2002 (exact date not given) pt returned to the physician with ear canal swelling and intermittent hemorrhage. A repeat CT scan revealed mastoid opacification once again with the electrode very close to the ear canal. According to the surgeon's report, a dehiscence in the ear canal was suspected allowing the electrode to create a foreign body reaction in this area. The surgeon prescribed a course of antibiotics for a period of six weeks. In may 2002, a CT scan revealed no change in temporal bone disease and the intravenous antibiotics was concluded to have no effect. In 2002, pt underwent revision wedge resectomy without complications. It was noted that the electrodes of the implant had started to erode through the basal turn of the cochlea. The positioner had been displaced and was removed. The electrode array was repositioned within the basal turn after removal of granulation tissue. The implant was left in place. Impedance measurements taken at that time were within normal range. Upon restimulation however, the audiologist was not able to achieve adequate stimulation level at several electrodes. An integrity check done by a company rep in august 2002 revealed no abnormalities in lock or stimulus output. The pt was re-programmed with limited number of active channels. Another CT scan is to be scheduled for further evaluation.